Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-apr-2026, it was reported by an arthrex employee via phone that an ar-4158ds-14b dynanite pip kit had an implant that had wings that would not deploy and was therefore loose in the canal. This was discovered a hammertoe correction procedure with no patient harm reported. A case delay of no more than 10 minutes was experienced, and the case was completed using an ar-8730-24h compression screw.